Event description:
The patient had a bronchoscopic lung volume reduction procedure with five zephyr valves placed in the right lower lobe on (B)(6) 2021. On (B)(6) 2023, the patient developed acute dyspnea. Patient went to the hospital and had a recurrent spontaneous, right-sided pneumothorax and a pigtail chest tube was placed on (B)(6) 2023. On (B)(6) 2023, all five valves were removed. Mucus, plugging the airway, was found in the left mainstem bronchus, and white exudate was found in the right lower lobe. An area of friable mucosa was found in the right lower lobe. Therapeutic suctioning was performed in the left mainstem bronchus and in the right lower lobe. Mucus plugs were removed from the airway. The suctioned material was sent for analysis and the respiratory culture tested positive for klebsiella aerogenes. Chest x-ray done on (B)(6) 2023 showed improved basilar pneumothorax, apical right-sided chest tube is stable. There was a persistent small right apical pneumothorax with an air gap of 1.9 cm, previously measured 1.5 cm. On (B)(6) 2023, a small air leak was still evident. Chest x-ray done on (B)(6) 2023 showed there was no pneumothorax. The patient was discharged from the hospital on (B)(6) 2023.

Manufacturer narrative:
Pneumothorax is the most common side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). Targeted lobar deflation likely causes inflation of the ipsilateral lobe, which can result in a tear of the already compromised parenchymal tissue of the emphysematous ipsilateral lobe, resulting in a pneumothorax (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 26.6% of the zephyr valve subjects experienced a pneumothorax in the treatment period ([less than or equal to 45 days). These were managed using standard of care procedures as per previously published guidelines (valipour, arschang, et al. Respiration 87.6 (2014): 513-521). In 17.4% of the events, the pneumothorax resolved without any additional intervention with subjects under careful observation. In over half the events (56.5%), the pneumothorax was managed with a chest-tube only. An additional 13% of the events were managed with a chest-tube and the temporary removal of one or more valves, while another 13% of the events were managed with a chest-tube and removal of all the implanted valves. Upon successful resolution of the pneumothorax, removed valves can be replaced. Patients that experienced a pneumothorax experienced clinical benefits of the zephyr valve treatment that were similar to the benefits experienced by patients who did not have a pneumothorax. The zephyr ebv system IFU and pulmonx training program both specifically reference pneumothorax as a known side effect of this procedure and the published guidelines (valipour, arschang, et al. "Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema-potential mechanisms, treatment algorithm, and case examples." Respiration 87.6 (2014): 513-521). The reported event aligns with the experience observed in the liberate clinical study and is an expected side effect to the zephyr valve treatment.